Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported 75-year-old male patient was implanted with impella cp for mechanical circulatory support. However, automated impella controller (aic) was switched on, 'problem to the battery' red alarm and 'low charge battery' alarms appeared. The device was switched for another console and the procedure was completed successfully. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console battery issues has been completed. The console was returned for evaluation. Upon testing, a single cell battery failure occurred on battery 1 cell 3 that was reproduced. Logs were reviewed which showed that battery 1 had a cell imbalance on cell 3 of 4000 mv. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.